Event description:
The following has been reported by customer: device was brought into shop with force sensor error 22. This error appeared in the event logs on the pump a few times in the last few days before the pump was brought in, so its likely the force sensor will need to be replaced. Tried recalibrating force sensor as per manual, would not let me connect to partner due to error appearing on startup. Disassembled pump to see if there were any loose connections, namely the force sensor connector, but all seemed good. Retried to connect to partner to try recalibrating, but still showing error as soon as pump turns on so cannot calibrate. Shop did not have pre-assembled head/plunger arm assemblies, but had lots of force sensors, so I will try to replace just the force sensor in the head. Had difficulty refitting the top cover of the head without having a spring pop off the post. Eventually got it reassembled and then reassembled the pump. Running through calibrations & pm tests to ensure full functionality. Force sensor test range = 0.589-0.689bar; reading = 0.615bar. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.